Manufacturer narrative:
The insulin pump alarmed a33 error during basic occlusion test due to faulty force sensor resistor. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system while the customer attempted to fill the infusion set tubing. The customer's blood glucose was 199 mg/dl. The customer stated that the insulin pump had not been dropped or bumped prior to the alarm occurring. He reported that the drive support cap appeared to be normal and that he did not recall pressing the cap while being connected to the insulin pump. He was advised that during seating, the force sensor may not have detected the reservoir. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.